Event description:
Customer's nurse reported that the battery cap on the insulin pump could not be removed. The blood glucose reading was 160 mg/dl. They were unable to remove the battery cap through troubleshooting. Customer was in the hospital due to liver issues and his nurse stated that it was not diabetes related. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.